Manufacturer narrative:
The report of red heart pump stop alarms was confirmed based on the information contained in the submitted system controller log file. An x-ray image of the internal portion of the percutaneous lead (lead) was submitted for evaluation and showed an area of potential shield breakdown where the lead appeared bent. The pump was returned with the lead cut approximately 0.5 inches from the pump housing and the remainder of the lead was returned in two segments. The proximal/internal portion of the lead was approximately 15 inches in length and the distal/external portion of the lead extending from the metal connector measured approximately 22 inches in length. Continuity testing of the three lead segments found all wires to be electrically intact. Examination of the 15 inch lead segment found some breakdown of the braided shield near the center of the segment where the lead appeared curved. Examination of the underlying wires found a breach in the black wire insulation in this area, exposing the inner conductors. The damage appeared to be the result of fatigue due to abrasion against the braided shield. The breach would have been originally located approximately 6 inches from the pump housing, internal to the patient. If the exposed conductors of the compromised black wire contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed and pump stoppage events recorded in the submitted system controller log file. Examination of the remaining lead segments found no areas of compromised wire insulation. Examination of the pump blood-contacting surfaces revealed no deposition or thrombus formation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years, 8.5 months. The device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that a red heart pump stop alarm occurred 3 times while the patient was sleeping. The patient switched to battery power. The patient was asymptomatic and doing well with no signs of heart failure. An x-ray and log file evaluation was performed; however, no results were provided. A pump exchange was performed on (B)(6) 2016. No further information was provided.